Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the motor stall was active and the hcp was provided the pump off passcode. The patient was receiving 72mcg/day of sufenta and 360mcg/day of clonidine. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the cause of motor stall was undetermined. The patient's pump was close to elective replacement indicator (eri) (under 6 months) and drug was off label. The pump was turned to minimum rate and withdrawal was treated with oral medication. The motor stall had not been resolved. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via device manufacturer representative regarding a patient receiving sufentanil (300 mcg/ml, 85 mcg/day) and clonidine (1500 mcg/ml, 425 mcg/day) via an implantable infusion pump for the treatment of failed back surgery syndrome and spinal pain. It was reported that pump status and/or event log report motor stall occurred. The patient experienced withdrawal. The event date was (B)(6) 2018. The patient had not had a magnetic resonance imaging recently. No further complication was reported.